Event description:
Medtronic received a report that the lesion was an intracranial ophthalmic artery aneurysm, and ped-425-16 was selected for implantation. After full hydration, ped-425-16 was delivered to the stent catheter. During the deployment process of the dense mesh stent, it could not be opened in the middle, and the stent was kinked as could be seen in the image. The surgeon tried to retrieve, deploy, push and pull the stent several times, but to no avail. Considering that the patient's blood vessels had endothelial damage after multiple attempts, the surgeon removed the stent and it could not be used any further. In order to ensure the safety of the patient and the smooth progress of the operation, the stent was replaced and the surgery was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured internal carotid artery ophthalmic segment aneurysm with a max diameter of 7mm and a 3mm neck diameter. Landing zone: distal: 3.5mm and proximal: 4.3mm. Patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered, pru level 190. The angiographic result post procedure was normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿as found condition: the pipeline flex embolization device was returned for analysis within shipping box; and within a plastic bio-pouch. ¿damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. In addition, the middle section of the braid was found to be fully opened and no damage. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at middle section as the middle section of the braid was found to be fully opened and no damage. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that he cause of the failure to open and kink was not determined. The pipeline had been placed in a vessel bend when it failed to open. They had retrieved and re-deployed the pipeline, used trojan technology, and a push-pull combination, but could not get the pipeline to open.